Event description:
The customer stated that he performed a control test and received a result of 175 mg/dl. He performed 2 more control tests while troubleshooting and received another result of 175 mg/dl. The normal control range was 94-130 mg/dl. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.